Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. No moisture damage was noted inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked cast at a display window corner and a cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the customer fell in water and the insulin pump was submerged. It was stated that they removed the battery for a while and when inserting a new one, they noticed the buttons are unresponsive. She also stated that moisture is seen inside the screen. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.